Manufacturer narrative:
This is one event for the same patient involving two separate products; associated mdrs #1225714-2013-02002, 1225714-2013-02003.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2011 after the use of the product.

Manufacturer narrative:
(B)(4). This is one of three device reports associated with this event. Associated MFR reports: 1225714-2013-02002 and 1225714-2013-02003. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient experienced a sudden cardiac arrest. Injuries to the pulmonary system, and other related injuries which are alleged to have been caused by the patient's exposure to the product.